Manufacturer narrative:
The cause of the bur breakage is unknown. The device could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that the bur was stuck in the device. This was discovered after a procedure. It was found during service that the bur was broke inside of the device. There were no adverse consequences related to this event.